Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the cutter blade was chewing the skin. The customer returned a z.s.g.m. Cutter 1.5:1 ratio device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated z.s.g.m. Cutter 1.5:1 ratio serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was january 6, 2017 where it was reported that the cutter was went in for evaluation and the device was evaluated with no components replaced. This is not a related issue. Initial qa inspection of the z.s.g.m. Cutter 1.5:1 ratio by zimmer biomet (B)(4) on november 20, 2017 revealed that the cutter was sent in without a mesher cutter found to pass zimmer biomet test criteria. The z.s.g.m. Cutter 1.5:1 ratio was not repaired as the device produced a passing sample mesh and needed no components replaced. Z.s.g.m. Cutter 1.5:1 ratio, serial number (B)(4), was then tested and functioned properly. It was inspected and tested. The reported event was non-verifiable since during initial inspection z.s.g.m. Cutter 1.5:1 ratio cutter found to pass zimmer biomet test criteria. The root cause of the reported event cannot be specifically determined with the provided information since the device functioned as intended during initial inspection. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the cutter blade was chewing the skin. Attempts to obtain additional information have been made; however, no more is available at this time. No adverse events ahve been reported as a result of this malfunction.